Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: when the clips were applied, did the clips fall off the tissue due to the clips not forming? Did the clips fall into the patient? If so, were the clips retrieved?

Event description:
It was reported that during a right colectomy procedure, the clips were not properly loaded between the jaws and when applied they didn't close. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 4 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. However an investigation has been initiated to address the potential root cause of the dropping or ejected clips. No malformed clips were noted during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.